Event description:
On 11/7/05, the lay patient contaced lifescan alleging that his fast take meter was reading inaccurately erratic. On 11/7/05 he obtained result of 223, 179, and 128 mg/dl on the reported meter within 10 minutes of each other. He did not receive treatment at the time of concern. The patient said that he had contacted his doctor on another occasion when he obtained erratiac readings and was told to start injecting byetta; the blood glucose readings obtained at that time were not provided. A control solution test was not performed, as the control solution was expired. The meter and test strips were replaced.